Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic abdominal resection. After about 10 minutes of use, an uncertain error was displayed. The device was taken out from the patient body for inspection and the inspection confirmed that the tissue pad was worn and partially peeled. After probe test was performed and failed, the distal end of the tissue pad was fallen off outside the patient body. The procedure was completed using a new device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2017, omsc confirmed followings. There were contact marks on the surface of the probe and the metal part of the jaw each other. Tissue pad was worn and partially peeled. There is no missing part of the tissue pad. When we closed the grasping section and activated seal mode, short circuit error did not occurred. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad damage and error occurred by following mechanism. The tissue pad was partially worn due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). Consequently the probe contacted with the metal part of the jaw. The error occurred and contact marks were made, due to activating output while the probe and the metal part of the jaw were contacting each other. The tissue pad was partially peeled due to the excessive heat caused by friction between the jaw and probe. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, grasp it and activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.